Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range impedances, oversensed noise and loss of capture (loc) due to suboptimal programming of outputs. A lead fracture was suspected. The patient has their own intrinsic rhythm thus no asystole was noted. No adverse patient effects were reported. The lead was electrically deactivated and remains implanted.

Event description:
New information received indicates that surgical intervention was performed. A loose lead-to-device connection was confirmed. The lead tested fine on the pacing system analyzer (psa) and remains in service. Additional information received indicates that high out-of-range impedances were experienced again. The physician elected to surgically abandon the rv lead.